Event description:
It was reported that cgm displayed recurring error messages on pump and error occurred three or more times within a short period. No additional information was received regarding the outcome of the event or impact to the customer¿s blood glucose level. Customer continued to use current pump as backup therapy while technical support arranged warranty replacement, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.